Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead in the septum location, the lead exhibited high capture thresholds. The physician attempted to implant the lead however, a dislodgement occurred. It was decided to attempt an apex location. During the attempted apex implant, the helix would not extend, and tissue got stuck to the helix housing. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead in the septum location, the lead exhibited high capture thresholds. The physician attempted to implant the lead however, a dislodgement occurred. It was decided to attempt an apex location. During the attempted apex implant, the helix would not extend, and tissue got stuck to the helix housing. The physician decided to finish the procedure with another lead. This lead was returned. No additional adverse patient effects were reported.